Event description:
It was reported that during a percutneous transluminal coronary angioplasty procedure, resistance was met while loading the balloon catheter onto another co's guide wire. The tip of the balloon catheter separated prior to entering the "rhv". Reportedly, no pt injury was associated with this event. No further info was provided.